Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had an inflation failure alarm occurred during the simulated balloon test without patient participation. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The customer found that the helium interface of the condenser was loose and leaking. The customer tightened it and it worked fine. The customer simulated the test with a test balloon and it worked fine.